Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalog supplies for over 48 hours. The customer cleared the alarm and successfully resumed insulin delivery. Additionally, it was reported that the luer lock was disconnected. Customer's blood glucose level was 252 mg/dl. A supply change was performed to resolve the issue.